Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint on revision due to infection was recorded on the batch since ever, and 1 other complaint on revision due to infection was recorded from (B)(6) 2018 to (B)(6) 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Hold for cr 10/17/23 it was reported that the patient underwent a revision due to infection. There are a total of 5 complaints associated with this event, as 5 products are involved 1. (B)(4) related to bone cement (current report) batch f2701z12ba. 2. (B)(4) related to bone cement batch 927caa1602. 3. (B)(4) related to freedom constrained liner and freedom constrained head. 4. (B)(4) related to bone screw. 5. (B)(4) related to freedom cup. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source: health professional - event occurred in united states. List of associated devices: freedom all poly cup 54mm, reference (B)(4), batch 075510, bone screw self-tapping 6.5 mm dia. 35 mm length, reference (B)(4), batch j6829869, ball nose guide wire 80cm, reference (B)(4), batch 444030, frdm cnstr hd 36mm t12/14 +9mm, reference (B)(4), batch 675390, bone screw self-tapping 6.5 mm dia. 50 mm length, reference (B)(4), batch 64143387, 3.2mmx40mm rnglc+ acet drl bit, reference (B)(4), batch 068790, wagn cone prosthesis 125 21, reference (B)(4), batch 3023874. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent a revision due to infection. There are a total of 5 complaints associated with this event, as 5 products are involved (B)(4) related to bone cement (current report) batch f2701z12ba. (B)(4) related to bone cement batch 927caa1602. (B)(4) related to freedom constrained liner and freedom constrained head. (B)(4) related to bone screw. (B)(4) related to freedom cup. No additional patient consequences were reported.